Manufacturer narrative:
H.6. Investigation summary : the customer issued a complaint for a detached device detected by end user. Photos were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps did not perform a batch history record¿s review (bhr) based on the facts that batch record does not extend to syringe production and quality result overview in case of syringe production is not scope bd tatabánya production process. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. H3 other text : see h.10.

Event description:
It was reported that ultrasafe x100l png clear nvs stein separated before use. The following information was provided by the initial reporter: the customer opened the box on the spot it was found that part of the pre-injection pen fell off and damaged, affecting the injection.

Manufacturer narrative:
PMA/510(k)#: k011369, k122558 a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that ultrasafe x100l png clear nvs stein separated before use. The following information was provided by the initial reporter: the customer opened the box on the spot it was found that part of the pre-injection pen fell off and damaged, affecting the injection.